Event description:
It was reported that the patient ¿starting feeling the nerves in there¿ while having a MRI (of the neck/spine) for an issue unrelated to their implantable neurostimulator (ins) device. The technician the ¿disconnected¿ the MRI and it was recommended to the patient to follow up with their healthcare professional (hcp) and with the manufacturer. The patient stated that they have had an MRI and mra for the head area in the past. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ge4r, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).